Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was discovered ¿on the route¿ and a leak occurred from an irrigation set. The event occurred after opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a leak between the assembly of the tubing into the drip housing and a cut in the drip housing. Pressure test and clear passage underwater were performed and verified the leak from the two problem areas. The reported condition was verified and the cause is attributed to human error during production. In order to detect and prevent leak condition, there are controls in place during the manufacturing process such as visual inspection, leak test and functional testing based on product specifications, sampling plans according to the quality attribute to test and test method for inspections. Should additional relevant information become available, a supplemental report will be submitted.